Event description:
On 02/06/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Hemostasis was not achieved with the device, and mechanical pressure was therefore held with control of the bleeding. On 02/17/1998 the pt underwent a percutaneous transluminal coronary angioplasty procedure via the left femoral artery. On 03/10/1998 the pt presented with complaints of right leg pain. A doppler study revealed stenosis of the right common femoral artery. On 03/20/1998 the pt underwent an angiogram which showed a complete occlusion of the right femoral artery. The pt was referred to a vascular surgeon, who did not recommend or perform any treatment for the event. The inserting physician stated that they would contact the MFR if further treatment was warranted with this pt. As of 11/13/1998 there has been no report to the MFR of further complication or pt sequelae.